Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump repeatedly displayed 'service pump' messages when performing pump jam testing. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the roller pump and performed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The 'service pump' message was observed while assessing pump jams. The pump made considerable noise before indicating the pump jam. Inside the pump, the belt tension was found to be loose. After increasing the belt tension, the service pump message was not observed during pump jam events. The service repair technician (srt) did not observe any messages during troubleshooting. The drive belt was replaced as a precaution and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.